Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported: malformed staples. It was reported that during the robot thoracoscopic lobectomy, after fired with ecr60b and two ecr60ds, noted staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.